Event description:
It was reported by a customer that there was inadequate iodine in a minicap. This was discovered before use. It was reported that the sponge was orange/brown but the iodine appeared to be dry. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 40 of 52.

Manufacturer narrative:
(B)(4). The device was manufactured in 12/14/2014 -12/18/2014. The sample was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with no abnormalities noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.